Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of hypersensitivity is listed in the xience sierra, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience sierra stent is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2019, two xience sierra stents were implanted in an unspecified coronary artery. Since the procedure, the patient has experienced pain in her mouth, which she suspected as an allergic reaction. The patient went to the physician regarding this issue and the physician recommended benadryl to see if that would help. There was no additional hospitalization and there was no device issue reported. There was no additional adverse patient sequela. No additional information was provided regarding this issue.